Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: potential adverse events as with the use of any rectal device, the following adverse events may occur: excessive leakage of stool around the device loss of anal sphincter muscle tone which could lead to temporary or permanent anal sphincter dysfunction pressure necrosis of rectal or anal mucosa infection bowel obstruction perforation of the bowel rectal bleeding rectal tear ulceration of rectal/anal mucosa this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, skin peeling was noticed around the rectal area after the dignishield usage, it did not happen with all the patients. They found it on patient with dignishield in place for more than 2 weeks. Per follow up information received via ibc on 03 apr 2025, stated that no medical interventions mentioned by the health care professional upon reporting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, skin peeling was noticed around the rectal area after the dignishield usage, it did not happen with all the patients. They found it on patient with dignishield in place for more than 2 weeks. Per follow up information received via ibc on 03apr2025, stated that no medical interventions mentioned by the health care professional upon reporting.